Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01853. It was reported the patient's scs system implant procedure was abandoned due to the patient having breathing difficulties. Reportedly, the leads were implanted, but the patient begun having issues breathing and the physician decided to abandoned the procedure. The leads were left implanted in the patient. The patient was reportedly fine and recovering postoperatively.